Event description:
During a notchplasty for an anterior cruciate ligament reconstruction a 5.6 meniscutome cutter made a funny sound. The procedure was immediately stopped and the cutter tip was found broken (inside sheath tip).